Manufacturer narrative:
Other relevant device(s) are: mc1vr01-delsys. Corrected: return date: 08 jul 2019. Mc1vr01-delsys. Product event summary: a partial delivery system was returned and analyzed. The analysis indicated that flat wire was found protruding from the delivery system outer shaft. The delivery system outer shaft was kinked/buckled. The delivery system inner shaft was mechanically kinked/bent. Blood was observed on the outer shaft of the delivery system. Blood was observed on the device cup of the delivery system. Blood was observed on the recapture cone of the delivery system. The analyst noted a partial delivery system was returned without the device, tether, and tether pin. The outer shaft is kink/buckled at 5.3 cm from the distal end of the delivery system. There is exposed flat wire mesh on the outer shaft at 3.2 cm from the distal end of the delivery system. The inner shaft is bent at 1.5 cm from the distal end of the recapture cone. Articulation could not be performed due to only a partial delivery system returned. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model: mc1vr01-delsys / expiration date: 14-aug-2020, serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: yes, dev rtn to MFR? Yes. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun mfg, date: 02-apr-2019. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the leadless implantable pulse generator (ipg) dislodged shortly after tether remo val. It was noted there was loss of capture and it was confirmed the position of the ipg had changed. The ipg was removed and replaced. No patient complications have been reported as a result of this event.